Event description:
It was reported that the batter was found to have reached eri. Premature battery depletion was suspected. Device replacement is planned. Patient was in stable condition before, during and after the event.

Manufacturer narrative:
Correction: should have been (B)(6) 2018 rather than (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the device was explanted and replaced. The patient was in stable condition prior, during and post procedure.